Manufacturer narrative:
The field service representative (fsr) replaced the broken latch. The broken latch was discarded. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the latch on the air bubble detector was broken. There was no patient involvement.